Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e101 error could not be identified. However, it¿s likely the cause is related to blockage of the ventilation grills or the lifetime of the lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The biomedical engineer (biomed) received guidance from olympus¿s technical assistance center. The biomed was asked if the ventilation grills were block but they had just been cleaned. When he powered the unit back up the e101 error was not present. He was asked to check the bulb life and it was at 500 hours. The biomed was instructed the bulb would need replacing and was supplied with the part number. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A biomedical engineer reported to olympus, the visera elite xenon light source displayed an e101 (temperature) error. There was no report of patient harm associated with this event.